Manufacturer narrative:
(B)(4). The analysis results found that tb12lt device was returned inside its package. Upon visual inspection, it was observed that the pouch and tyvek from the packaging was damaged; it was noted to have a cut in the pouch and a hole in the tyvek, the hole was noted to be from the outside in. However, no water stain was noted on the package. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. A lot record was review and no anomalies were noted during the packaging process.

Event description:
It was reported that prior to an unknown procedure, the outside box was without abnormalities, but there were wrinkles and watermark on the inside package of the product. There were no adverse consequences for the patient reported.